Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The power supply 9733619 multi out 350w was returned to the manufacturer for analysis. The power supply 9733619 multi out 350w was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was experiencing black monitors on the navigation system. Neither of the monitors were displaying a "no signal" message. The manufacturing representative was on site and could not replicate the issue. The system was functioning as normal. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: initial reporter. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. Because this issue repeated itself, the multi out power supply was replaced. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. New code added based upon software part analysis.